Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 4/30/20. The device history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sleeve gastrectomy procedure on (B)(6) 2019 and a fibrin sealant was used. The tech could not unlock the gray lock in order to attach the laparoscopic applicator. It is unknown how the case was completed. No patient consequences were reported.